Event description:
It was alleged that during a case the picture blanked out. The dr had to complete the case with minimal light. The case was completed with no injuries to the pt. The bio-med tech reported that in his professional medical opinion if this were to reoccur it may be likely to contribute to an injury due to minimal visibility during the procedure.